Event description:
It was reported, while implanting the recon set screw into the proximal portion of nail, the set screw sheered in half. It broke at the junction of metal and plastic. The screw would not seat and the set screw was removed and did not cause any issues.

Manufacturer narrative:
Device will not be returned. Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.